Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, when the clip was used in combination with the rotatable clip fixing device during a polypectomy, the clip did not come off the sheath and was pulled while grasping the mucous membrane, resulting in heavy bleeding. The physician manually sutured the rectum, and the procedure was completed. There were no reports of further patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information. Based on the legal manufacturer's final investigation. A review of the device history record found no deviations. That could have caused or contributed to the reported issue. The device manufacturing date is september 2023. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be confirmed. As the event was unable to be reproduced by olympus. The event can be detected/prevented. By following the instructions for use which state: do not apply excessive bending, pulling or pressure to this product. It may lead to equipment damage or functional deterioration. Do not bend, pull or compress the product excessively, as this may result in damage to the device or a decrease in its functionality. Do not round the insertion tube smaller than 20 cm in diameter. The insertion tube may be damaged. Do not roll the insertion tube into a diameter smaller than 20 cm, as this may cause damage to the insertion tube. Do not use excessive force to operate each part. It may lead to damage of rotating clip device and clip. Do not use excessive force when operating any part, as this may result in damage to the rotating clip device and the clip. Olympus will continue to monitor field performance for this device.